Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The b button was not responsive. The insulin pump alarmed battery out limit. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed the stop current, run current test, unexpected restart error test and displacement test. No unexpected battery out limit alarm noted. No unexpected pump reset to factory default noted. Pump was received with intermittent button response due to flattened b button dome switch (creased). Inspected lcd connector and no unlocked connector noted. Pump had cracked reservoir tube lip and minor scratched display window.